Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The hospital reported the following event: "the operating theater of our hospital declared a materiovigilance incident when using cervical omega ii screws 100 mm st, ref 33625100, lot y02502 and l09620. Description of the facts: the 2 omega 100 mm dhs screws broke at the threaded pitch during installation. The materiovigilance number to be recalled for all correspondence is (B)(4)." Longer intervention. Actions taken to complete the intervention: screw change (of the screw diameter).

Event description:
The hospital reported the following event : " the operating theater of our hospital declared a materiovigilance incident when using cervical omega ii screws 100 mm st, ref 33625100, lot y02502 and l09620. Description of the facts: the 2 omega 100 mm dhs screws broke at the threaded pitch during installation. The materiovigilance number to be recalled for all correspondence is 2018-a084" longer intervention. Actions taken to complete the intervention: screw change (of the screw diameter).

Manufacturer narrative:
The reported event that standard lag screw omega 100mm length was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by inadequate use. Unfortunately no further details could be obtained in order to clearly identify the encountered problems. The device inspection revealed the following. The pegs on both coupling parts are indeed completely missing / broken off (cut off?). Note that we have not had any similar complaints with lag screws which had been so severely damaged like these two (both in the same manner). This leads us to believe that the user did encounter some difficulties. We are certain that the surgeon did not follow the op instruction or manipulated / damaged these two lag screws in an unexplainable way. Plier marks are also visible. Note that no power tool should be used for the lag screw insertion. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.